Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor reported the patient encountered a power-on-reset (por) message following recharging. The patient woke up the morning of this report and it was as if the battery had not been charged at all. The tremors were as if the patient did not have an ins at all. The patient could not talk, walk, and was unable to user their hand. The programmer was not with the patient, but they did have their recharger, which is where the por was seen. The patient had been recharging normally with 8 coupling bars. It was noted the ins was 3/4 full. The recharger showed the ins was off, and later it showed the ins was fully charged. The patient had been getting radiation treatments for cancer unrelated to the device. A treatment appointment was scheduled for the day of this report, and a manufacturer representative (rep) was requested to meet with the patient to resolve the por. A healthcare provider (hcp) later reported the patient claimed the device was not working and mentioned ¿something about getting new wires and trying to plug it in but not working.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the ins went out during the night following a day in which the patient had been treated by radiation in their right lung. They were treated ten times the week before and three times the week the ins stopped. The patient was short of breath and had terrible tremor when they woke up.